Manufacturer narrative:
Additional information was provided in h.3. H.6., and h.11 the lens was returned submerged in clear liquid inside a small glass container. The lens was removed and allowed to air dry prior to evaluation. Residue of solution was observed on the lens. The optic was cut into two portions. One optic portion was also torn and split from the edge traveling alongside the cut damage. This optic portion anterior surface had cracked areas in the shape of an instrument used to grasp the lens. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and handpiece were used. A non-qualified viscoelastic was used. The explanted lens was evaluated. Based on the information provided from the customer, the complaint was not product related. The cause of the event was reported to be due to "patient could not adapt to multifocal intraocular lens (iol), so it was exchanged". Each lens was subjected to a 100 percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The company lens diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a non-company 19.0 diopter lens. Due to the exchange of a multifocal lens for a monofocal lens, and one diopter less, also supports that a monofocal lens was an improved selection for this patient¿s vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient could not adapt to multifocal. The iol was exchanged for a non-company, different diopter lens 06 months 09 days after the initial implant procedure. The clinical reason for explant was that the patient could not adapt to multifocal.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 2025-11cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).